Manufacturer narrative:
(B)(4) g2: literature - huang h, smith c, ascherman j sternal hardware migration following rigid plate fixation after coronary artery bypass graft annals of thoracic surgery short reports, 2025; 4, 291-293 https://doi.org/10.1016/j.atssr.2025.09.004. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a publication that the patient initially underwent coronary artery bypass grafting with wire sternotomy closure. Approximately four months later, the patient underwent a reoperation for pain, clicking, and instability, during which sternal dehiscence and fractured sternal wires were identified; the prior unknown hardware was removed and plates and screws were implanted. Subsequently, approximately four months post-operative, the patient developed chest-wall pain, swelling, and occasional serous drainage from a pinpoint opening in the sternotomy incision. Radiographic imaging identified an approximately 9 cm by 5 cm seroma, and the patient underwent another reoperation. Intra-operatively the surgeon noted free-floating screws, screw migration and loosening, and loosening of all three plates. Therefore, all hardware was removed without complication. Attempts have been made and no further information has been provided.